Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently minimum fill notifications occurred after filling a cartridge with 130 units of insulin across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer added insulin to the cartridge and completed the load process successfully.